Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level as low as 25 mg/dl. The customer consumed carbohydrates to address the bg level and the bg level increased to a range of 83 mg/dl to 95 mg/dl at the time of report. The cause of the low bg was unknown. However, the customer reported that at times, the bg level lowers after bolusing for carbohydrates.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(6) 2017 during bolus requests. One bolus request was made on (B)(6) 2017. Cartridge change sequence was conducted prior to one of the low bg levels recorded. There were no erratic basal rate adjustments. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.